Event description:
It was reported that tip detachment occurred. The target lesion was located in the left distal anterior tibial artery. A 300cm v-14 control wire was selected for use. During the procedure, it was noted that the distal tip of the wire detached and about 1cm length was left behind in the patient's left tibial artery. The wire tip was attempted to snare however, it was unsuccessful. The procedure was completed using an alternate device.